Manufacturer narrative:
Product event summary: data files were returned and analyzed and did not show any system notices on the reported event date. Flexcath advance 4fc12 with lot# 52058 was not returned, and therefore the complaint could not be verified. St elevation is a clinical adverse event and known inherent risk of the procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device is not available for analysis as it was discarded by the user facility; however, investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure the cavotricuspid isthmus was ablated successfully. Later while the balloon was being advanced into the sheath, air ingress occurred. An increase to the st segment on an electrocardiogram (EKG) was confirmed. The patient was given aspirin and was placed under monitoring. St recovered back to baseline and the ablation procedure was changed to radiofrequency (rf) from cryo and pulmonary vein isolation (pvi) was completed. No further patient complications have been reported as a result of this event.